Event description:
It was reported to philips that the wireless footswitch was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) examined the system onsite and identified that the wireless footswitch status indicators were not functioning properly, and the bracket was loose. To resolve the issue, the fse replaced the wireless footswitch along with the base station. The system was returned to use in good working order and ready for clinical use. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcomes.